Event description:
The customer reported to a baxter sales representative of a continu-flo solution set that had no flow at the lowest y-site that is distal from the spike. An equishield product was connected to this y-site when this reported condition occurred. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. The actual sample has been discarded due to the set being contaminated with chemotherapy. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated, and the assignable root cause can not be determined. Since no lot number was provided, a batch review cannot be performed.